Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test and motor test. No unexpected alarms or motor error alarms noted. Insulin pump was unable to confirm alarm in alarm history screen due to overwritten history file. Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. Insulin pump had a bleeding lcd glass noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is 9.3 mmol/l. The insulin pump will be replaced. Nothing further reported.